Event description:
Placing a starclose at the end of left heart cath. Starclose was deployed as usual by an experienced tech. The device was unable to be removed from patient. The usual trouble shooting actions occurred with no results. Physician was called back to the room and the starclose rep. Was paged and called back. The rep. From the company talked through with the tech additional trouble shooting of the device. These steps were performed by the physician and tech. The physician was able to remove device from the patient. Pressure was held for 20 mins without complications.